Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and piece missing around reservoir compartment. Customer's blood glucose level was unknown. Customer reports that reservoir was loose but able to lock in , but was coming out occasionally. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip partially broken off and test reservoir will not lock/click in place.